Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
It was reported that the external pulse generator does not stimulate. The generator has not been received into service. There was no patient involvement. It was further reported that the product had been returned to service.

Manufacturer narrative:
Product event summary: analysis found that the lower part of the display had several missing lines, display was defective. The atrial output connector was broken. The attachment ring was missing and one bail and bail cover were missing. An incoming test was performed, the device failed only on display test. The device was sent back to the customer unrepaired due to spare parts no longer being available. If information is provided in the future, a supplemental report will be issued.